Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8780, lot# 0205283096, implanted: 2011-(B)(6), explanted: 2012-(B)(6). (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of the catheter found dried blood or a blood occlusion in the catheter/catheter body. Although technician did not find a significant anomaly with returned catheter it was noted the segment #3 was highly occluded with dried drug. It was exceptionally difficult to clear this occlusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a catheter occlusion; the patient had increased spasticity in the extremities. It was noted that there was a difference between the pump reservoir volumes; expected was 2ml and actual was 16ml. It was also added that it was not possible to check the catheter (ascenda) by x-ray with contrast fluid. The patient was hospitalized and the catheter was replaced. Per the reporter, the patient status was "alive - no injury / no adverse event". Drug delivered via the device was baclofen 2000mcg/ml, 435 mcg/day.